Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 06/03/2016 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage. (Test strips were past open vial expiration date).

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (date) as a result of the meter's readings. The expected blood glucose test result range is 115-120mg/dl. Test strip lot manufacturer's expiration date is 7/28/2017 and open vial date is greater than 120 days. Blood test wasn't performed during call on (B)(6) 2016 because customer's strips were expired (open vial for more than 120 days).